Event description:
It was reported that the luer detached from the extension tubing.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a final report will be submitted.